Event description:
The event is reported as: the unit continues to overheat. The unit goes above the pre-set temp. The alarm on the unit does alert user. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report. A f/u report will be submitted upon completion of the investigation.